Manufacturer narrative:
Sample analysis: an eval of the actual complaint sample could not be performed as it was not available for return. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.

Event description:
During the treatment of an aneurysm, the coil stretched while positioning. The coil was retrieved using a snare successfully. No harm was reported. Pt info - pt identifier, age, and weight are not available.